Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for an unknown amount of time, with no continuous glucose monitor (cgm) sensor readings. There was no reported impact to customer's blood glucose level. The customer declined troubleshooting with tandem technical support, and declined to provide additional information.